Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle plunger rod was difficult to move during the injection. The following information was provided by the initial reporter: consumer reported that the plunger rod is difficult to move.

Manufacturer narrative:
H6: investigation summary : no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 3030352. All inspections and challenges were performed per the applicable operations qc specification.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle plunger rod was difficult to move during the injection. The following information was provided by the initial reporter: consumer reported that the plunger rod is difficult to move.